Event description:
.

Manufacturer narrative:
The kit batches alleged in the complaint were investigated and no nonconformance was identified. The actual device was not provided by the customer for evaluation. In addition, a sequence analysis of the provided specimens was performed.